Event description:
A miniarc sling was implanted in 2009 to treat urinary incontinence. It was reported that pt had a follow-up 3-6 months afterwards, in which the physician discovered a small mesh extrusion. The physician offered treatment options which the pt declined at this time.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.